Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having low blood glucose of 40 mg/dl and that the beeping feature on the pump woke her up in the middle of the night. Troubleshooting advised customer on how to silence this feature. Customer indicated that they will follow up with their doctor and declined to troubleshoot. No further details provided.